Event description:
It was reported that during a liver resection procedure while using the instrument to transect the liver, there was a tissue pad issue. A new instrument was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.